Manufacturer narrative:
Reported issue likely due to a component or mfg defect; corrective and preventative action is in progress.

Event description:
Physician had difficulty drawing the saline back out of the balloon applicator to the point where intervention was required to remove the balloon while still full of saline. (B)(4).